Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Difficulty moving bowels. Additional narrative: it was reported that after implantation the patient experienced difficulty moving bowels, urinary incontinence, vaginal/pelvic pain and dyspareunia. Removal of mesh was recommended.